Event description:
The manufacturer received information alleging a ventilator's leak value was high. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing. The device will need recalibrated or the sensor board will need to be replaced to address the issues.